Event description:
Engineering trigged an investigation based upon one field failure. The failure involved an inability for the device to respond to the actuation of the device pacer power on button and adjustment of the lcd display contrast. Root cause was determined to be failure of both switches that were stuck in the depressed position. In this condition, no other device switches were active. An occurrence of this failure could result in an inability to use a device to deliver pacing or defibrillation therapy to a pt.